Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose, but not hospitalized. The customer's blood glucose range from 200-400 mg/dl. The patient will be meeting with her doctor will follow up insulin to carb ratio and concerns with high blood glucose. The customer was offered to transfer to help line, but declined.